Manufacturer narrative:
(B)(4). Batch # t5df1a. Device evaluation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60g cartridge reload not loaded on the device. The cartridge was received fully fired, with the pan detached from the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy the metal plate beneath the reload cartridge dislodged post fire. This was in the changing field prior to loading of new reload. It is unknown how the procedure was completed and there were no patient consequences reported.